Event description:
It was reported that an ash-split catheter was inserted in 2000. Sometime in mid june, it started leaking at the end of the hub where it meets the lumen. The physician attempted to repair the catheter using silicone glue, but it did not hold. The catheter was removed and discarded.